Event description:
The customer reported that the insulin pump alarmed button error. The customer stated that the night before she had an insulin reaction and her glucose level dropped to 26 mg/dl. The customer was unconscious and the paramedics were called. The customer stated that she could walk and was not hospitalized. The customer stated that her blood glucose was high and when she noticed the reservoir was empty. The customer also stated that two weeks ago, she had a MRI and the insulin pump was in the same room, but it did not alarm motor error. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.